Event description:
It was reported that the anesthesia system had a leakage issue. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that there was a hole in the gas analyzer sample line and that the water trap was leaking. We have not received any device logs or the replaced parts. We have however received images showing the damaged sampling line. Based on the above, it can be concluded that the reason for the leakage was the damaged sampling line and a leaking water trap.

Event description:
Manufacturer's reference number: (B)(4).